Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing post pace and noise was noted on the ventricular electrograms after almost every paced beat. The patient received inappropriate shocks due to the oversensing. The shocking channels are free of noise, x-ray of the implant site are unremarkable and thresholds are acceptable and unchanged since implant. The pacing impedance measurements are within normal limits. It was further reported that the patient expereinces pain and jumps during ventricular threshold testing and vvi pacing. The physician could reproduce oversensing with arm movements and pocket manipulation.